Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 21mm trifecta gt valve was implanted in the patient's aortic position. Acute heart failure occurred on the patient due to a tear on one of the trifecta gt leaflets, and a re-do avr was performed on (B)(6) 2020. The trifecta gt valve was explanted, replaced with a 21mm inspiris resilia aortic valve(manufacturer: edwards lifesciences). There is no problem on the patient's state postoperatively.

Manufacturer narrative:
Additional information: d9, h3, h6, h10 the reported tear was confirmed. All three leaflets contained tears. Qualitative x-ray examination revealed all three stent posts were deformed. It is unknown how or when this damage occurred or if it was explant related. Stent post 2 contained tissue on its outflow surface. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos by quality engineering technician IV 12094551, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed mild loss of collagen at one of the tear sites, which could have contributed to the tear. Furthermore, while it could not be confirmed when the stent post damage occurred, any change to stent post integrity may result in a localized increase in leaflet stress and reduced durability.